Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 66 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 67 reported events are included in this follow-up record. Product return status 67 devices were received.

Event description:
This report summarizes 67 malfunction events in which the device was bent. - 67 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale : corrected data: h10. 66 previously reported events are included in this follow-up record. Product return status 13 devices were received. 53 devices were evaluated in the field.

Event description:
This report summarizes 66 malfunction events in which the device was bent. - 66 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 66 events were reported for this quarter. Product return status: 11 devices were received. 53 devices were evaluated in the field. 2 device investigation types have not yet been determined. 66 devices were not labeled for single-use. 66 devices were not reprocessed or reused.

Event description:
This report summarizes 66 malfunction events in which the device was bent. 66 events had no patient involvement; no patient impact.